Event description:
It was reported that the patient was having a lot of pain in her right leg. Impedance testing showed somewhat high impedances on contact 0 and high impedances on contact 3. Those contacts were not used in the active group, and it wasn't thought that the leg pain was related to the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).